Event description:
It was reported that a small volume folfusor infused 120 ml nacl and 5-fu over a period of 10 hours instead of the expected 48 hours. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. A visual inspection and a functional flow rate test were conducted and the overinfusion was not confirmed. The flow rate was found to be within specification of the product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.